Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to receiver will not turn on, even with a known good battery. Perform internal visual inspection and failed due to moisture damaged at the main board. The log was not downloaded due to receiver will not turn on even with a good battery and no data was reviewed. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.